Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) had no flow. The issue was identified during patient infusion. It was further reported that the bladder was not significantly reduced, the patient's central tube was not blocked, and the flow regulator did not leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to g3: date received by MFR: 9/28/2021 (previously submitted as 9/30/2021). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: during follow up, it was clarified the reported lot is 20b023. H4: the lot was manufactured between february 19, 2020 - february 20, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid inside the bladder which suggested a no flow problem may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.